Event description:
Boston scientific (bsc) crm received information that the patient with this pacemaker presented to the emergency room with his heart rate registering in the 30bpm range with loss of capture (loc). During the device check, the output was turned down and no capture was observed. When the output was changed to 6.5v capture was confirmed. The bsc sales representative believes the loc was caused by a micro-dislodged right ventricular (rv) lead. The x-ray showed no clear indication of a fracture or that the lead had moved. The rv lead was surgically abandoned and a new bsc lead was successfully implanted.